Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be established. It is likely the probe broke due to contact with a surgical instrument or the non-insulated area of the grasping section. It is likely the breakage of the seal and cut button and the deformation of the outer pipe occurred during transport following the reported event. The IFU contains the following statements: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." - "when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." - "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." - "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor for similar events.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the user report. The probe was found to have broken off completely about 3.5mm from the base. The distal end of the shaft of the damaged probe is also slightly bent and minor scratches were observed on the jaw gold insulation. The teflon pad was inspected and found to be worn in the center but still intact. Both switches were checked and it was found the seal & cut button was broken off. However, both switches still worked when checked with a test generator. This event is still under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the jaw of the thunderbeat hand piece broke off completely during a procedure. The customer reported this was an out of box failure. The customer confirmed the procedure was successfully completed using another like device. As reported there were no consequences or impact to the patient due to this occurrence.